Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when the analysis is completed.

Event description:
The lead appeared flimsy at implant. When the surgeon put the lead cap on, it destroyed the electrode. The end of the lead "where metal pieces are" looked bent. The end portion of the lead broke off and it was trimmed. The lead was implanted. There was no pt injury and pt recovered without sequela.